Event description:
It was reported that the user experienced an unresponsive selection on the fill tubing screen when attempting to confirm visible drops, consistent with a screen interface or input responsiveness issue on the pump user interface. Symptoms included no clinical effects reported. Outcomes included no interruption to therapy after guidance and no medical care or hospitalization. Investigation included remote troubleshooting and user education. Investigation of this case revealed that a device restart via the companion app restored normal function, after which the user completed the supply change and confirmed drops, indicating transient software or user interface responsiveness that resolved with a reboot. It was concluded, based on previously established findings for similar reports, that the cause was a transient, non-reproducible software behavior resolved by restart.